Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused the user underestimating the carbohydrate content of their meal, which led to increased correction dosing after the meal and increased the risk of hypoglycemia.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user was eating and suddenly ended up on their back unconscious. The user's bg dropped to 44 mg/dl and remained below the normal range for about an hour. During this event, the user's daughter administered glucose shots, and ems was called. The user did not receive any treatment from ems as their bg was already rising due to the glucose shot. The user reported they are no longer using the ilet pump.